Event description:
It was reported to the aci sales professional that a pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained above the bifurcation, via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the deployer, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the deployer experienced a "device jam". The device was removed from the pt, and the pt was converted to 15 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged home on (B)(6) 2012. No further information is available.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.